Event description:
It was reported that a pt had denuded skin measuring approximately 23mm approx 19mm from her stoma at the 10 o'clock site. The pt does experience pain from this area with small amounts of serous fluid. She reports her moldable skin barrier turtle necks approx 75 percent from her stoma. The pt reports they usually change the skin barrier every 3 days. The pt uses various methods to cleanse the area and to protect the "denuded" area. The pt is seen by a home health nurse and was encouraged to discuss the incident with the nurse. No add'l info was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Device manufacture date: unk.